Event description:
It was reported that pump repeatedly declared altitude alarms, which led to suspension of insulin delivery and could not be resolved by reconnecting the cartridge or loading a new cartridge. There was no adverse impact to the customer's blood glucose level. Customer followed technical support instructions to clean speaker holes, attempt cartridge reconnect, load a new cartridge, wait for moisture to evaporate, and then arranged to use backup insulin pump therapy while technical support arranged replacement pump and cartridge, provided storage and return instructions for problematic pump, and advised customer to transfer pump settings and connect continuous glucose monitor to replacement pump.